Manufacturer narrative:
The sureform 60 green reload has been returned and failure analysis investigations replicated/confirmed the customer reported complaint. The reload was disassembled in-house and found the tip of the cartridge exhibited damage and material appeared to be missing. Not all staples deployed successfully and some stayed intact. The reload was found to have a firing failure based on a log review. The knife appeared to be missing and was not returned with the reload. Visual inspection of the reload confirmed that all but one row of pushers were deployed and the shuttle stopped just short of the end of travel, suggesting a firing failure occurred, even though the blade was not returned. The shuttle position and pusher deployment aligned with the log findings indicating a tissue too thick to continue firing failure at 94% completion. The internal slot for the knife base exhibited damage on both sides at the distal end of firing, adjacent to the shuttle final position. The shuttle appeared to be broken, but no broken shuttle fragments were returned. Cartridge and shuttle damage were believed to have occurred after the reported firing failure.

Event description:
It was reported that during a da vinci-assisted hemicolectomy surgical procedure, the stapler instrument misfired with multiple attempts. The customer replaced the sureform 60 green reload and continued with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: after the site removed the instrument from the system, the surgeon noticed the knife was coming out of the reload. The knife was exposed on the second reload, so central processing pulled the knife out for safety reasons.